Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Blood was observed on the adhesive pad. No damages were observed that could contribute to the reported bleeding event, the cause of which could not be determined. The observed internal cannula tear is related to action # (B)(4). Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to 300 mg/dl after more than 48 hours of pod wear on the arm. The patient consulted a healthcare professional via text messages, who recommended her to increase insulin delivery, walk after eating, and use cortisol supplements. No in-person medical evaluation, diagnosis, or treatment occurred. The patient reported removing the pod and observing fluid and blood inside the pod. No medical intervention was reported. The device was returned for investigation, and an internal cannula tear was identified.